Manufacturer narrative:
The reported issue of foreign matter was confirmed upon inspection of the sample. Analysis of the sample showed brown foreign matter on the hub. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The cause of the brown foreign matter contamination is attributed to sludge build-up resulting from fumes within the oven. Over time, this sludge accumulated on the inner oven surface and eventually dripped onto the eclipse hub surface. The oven fumes are extracted via an exhaust pipe. The exhaust pipe, along with the oven enclosure, was newly replaced in march 2025, and the current pipe has been verified to have no leakages. However, the assembled needle batch was produced in june 2024, prior to the installation of the new exhaust pipe and oven enclosure.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle eclipse 21x1 rb tw had foreign matter. It was reported by customer that they had a contaminated needle in a sealed package. There is a brown spot by the green cap. There is only one occurrence so far. This was not used on any patient. Rcc received a complaint via phone. Customer states that they have a contaminated needle in a sealed package. There is a brown spot by the green cap. There is only one occurrence so far. Customer has product to return if needed and a picture is attached. This was not used on any patient. Ref number: 305764. Lot number: 4147142.